Event description:
It was reported by the customer that the attachment was leaking black fluid after the cleaning process. The attachment had not been used in a procedure at the time of the observation, no pt involvement. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
The attachment involved in the reported event was evaluated. During the evaluation, the quality engineer noted several components were corroded. Attachments are non-repairable, the attachment was replaced.